Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was also reported that the pump requested a minimum of 50 units. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer opted to change out their supplies and therefore declined to reload the cartridge onto the pump.